Event description:
Philips received a complaint by the customer on the v60 indicating that the screws on the chassis fell off. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported that the screws on the chassis fell off. Per goof faith effort (gfe) response, the customer confirmed no issue with the ventilator. The customer confirmed no issue with the ventilator. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.